Event description:
It was reported that during the advancement to the target lesion the distal end of the guidewire twisted. Following unsuccessful attempts to straighten the distal tip using a microcatheter, the guidewire was removed from the patient. However, while the physician was withdrawing the device, the guidewire perforated the left middle cerebral artery (mca). The perforation resulted in a subarachnoid hemorrhage and two coils were placed to stop the hemorrhage. The patient reportedly suffered a left mca infarction with aphasia due to this event.

Event description:
It was reported that during the advancement to the target lesion the distal end of the guidewire twisted. Following unsuccessful attempts to straighten the distal tip using a microcatheter, the guidewire was removed from the patient. However, while the physician was withdrawing the device, the guidewire perforated the left middle cerebral artery (mca). The perforation resulted in a subarachnoid hemorrhage and two coils were placed to stop the hemorrhage. The patient reportedly suffered a left mca infarction with aphasia due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire was bent from 296.6cm to 299.1cm from the proximal end. The guidewire dimensions were within their specification. From the information provided the guidewire distal end twisted during advancement and perforated the vessel during withdrawal. The most likely some anatomical or procedural factors may have caused or contributed to the event, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, a root cause of operational context has been assigned to the reported event, as the procedural issues encountered by the user limited the performance of the product.